Event description:
Pt presented with tight iliacs. Physician predilated. While maneuvering the dual lumen catheter, significant resistance was encountered. The physician pulled on it a few times to remove it. Once the bifurcated delivery system was in position, the pt's bp had dropped, most likely due to a vessel rupture which could not be located. Physician decided not to deploy the device and converted to open repair. During the open repair, the physician located the tear at the aortic bifurcation. A surgical graft was sewn in. The pt died several days post-op.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.